Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that indicates occlusion all the time was not confirmed or duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were needed to correct this condition. Additional information: a device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report a flogard in which there was an occlusion. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred upon power up. The event occurred in the medicine department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.